Event description:
It was reported that head & liner exchange due to infection. New head and liner implanted. No further information available. Doi: (B)(6) 2022, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4).